Manufacturer narrative:
A ge service representative performed an on site investigation. Per the field service engineer, tested video connection in workstation, found 5vdc slightly low, adjusted up to normal 5.1vdc. The system was then found to be working as intended.

Event description:
The customer reported, the images flickered and following a reboot, there was no picture at all. No report of patient injury.